Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patent that the doctor claimed that the implantable pulse generator (ipg) "wasn't doing what its supposed to" and "it dropped too low". The device remains in use. No patient complications have been reported as a result of this event.